Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 , manufacturing date under h4 and lot number. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the infusion set was leaking at site. Moreover, the infusion set was used for two days. No further information available.

Manufacturer narrative:
Patient city: (B)(6)